Manufacturer narrative:
Block b3: exact date unknown, event occurred over ten years prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. Block d6b: explant date: over ten years ago.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason.